Event description:
Customer reported inaccurate sensor readings that cause his insulin pumps to go into a false threshold suspend. The sensor alerts him to highs and lows within twenty minutes of each other. Customer has been using sensors for four to five months. Customer's current blood glucose is 122 mg/dl. His sensor reading is 82 mg/dl. During the call, the device went into threshold suspend. Customer stated he usually starts having problems by the third day of the sensor. He has had instances where the cannula was bent when he removed the sensor. Customer was advised of proper sensor insertion and calibration methods. He was told to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).